Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion seal. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that device had a delaminated downstream occlusion (dso) seal. No relevant service history was found. The complaint was confirmed through visual inspection. Replaced the dso seal. The device passed all testing post repair.